Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. The pump was received with minor scratched lcd window, cracked reservoir tube window corners, broken reservoir tube lip, and cracked battery tube threads. The test reservoir locked in place properly during testing.

Event description:
The customer reported via phone call of high blood glucose readings, hospitalization and damage on the insulin pump. The customer's blood glucose reading was 600+ during the emergency room visit. The customer had symptoms such as vomiting, nausea, abdominal paint and difficulty breathing. The customer stated that she also had uncontrolled vomiting during the emergency room visit. The customer also stated that the o-ring came out of the top of the reservoir housing. The customer stated that when she puts the reservoir in the pump, it does not feel very tight. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.